Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the implantable pulse generator was unexpected shutting down due to an unknown reason since beginning of the year. Programming changes were made however was unsuccessful. Device was explanted, and a new device was implanted as a result to resolve the issue. No further information is available at this time.